Manufacturer narrative:
Product inquiry stated the cutter t2 kids large to be the subject product. No further associated product was reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The hardness of the device is according to specified parameters. The cutter t2 kids large is composed of four sub-components: wrench, handle, nut and sleeve. The sleeve is broken into five fragments. The individual fragments have been evaluated with the help of a stereo-microscope. Some of the breakage surfaces show the typical fan-shaped structure of a torsional forced fracture as well as to some extent. The surgical technique advises amongst others: ¿¿cut the nail by moving the handles smoothly towards each other¿¿ a fracture like this could only have happened by applying undue force on the handles which is classified as unintended use. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related due to non-intended use (deviation from surgical technique). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The customer reported a broken large cutter t2 kids during surgery. The issue was noticed under surgery of a girl with antebraccium fracture of radius and ulna, when the 2 nail was supposed to be cut. The customer reported that it was a bit tight and suddenly it broke into several pieces. There were no delays to surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported a broken large cutter t2 kids during surgery. The issue was noticed under surgery of a girl with antebraccium fracture of radius and ulna, when the 2 nail was supposed to be cut. The customer reported that it was a bit tight and suddenly it broke into several pieces. There were no delays to surgery.